Manufacturer narrative:
The instrument was not returned for investigation and the lot number was not provided. Without the lot number, the device history could not be reviewed. Due to not receiving the instrument, this specific occurrence cannot be investigated further. No corrective or preventive action will be initiated at this time.

Event description:
Mirror came off in the back of the patient's throat during a procedure. The mirror was retrieved with forceps and discarded before the incident was reported.